Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report no: 2032227-2014-36184.

Event description:
During an outreach the customer stated that her insulin pump stopped working unexpectedly. The insulin pump and sensor were not communicating properly. Customer stated that she was receiving intermittent calibration error, incorrect readings and the sensor only last 4 days. Customer stated that the insulin pump was predicting low blood glucose of 40 mg/dl and went into threshold suspend. Customer stated that her blood glucose was 219 mg/dl. Nothing further was reported.